Event description:
It was reported via repair work order that the left calf support was loose and unable to lock. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.